Manufacturer narrative:
Section a4, b5, d7: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2020. The patient was moved up the transplant list due to device malfunction. The device was not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist was confirmed through the evaluation of the submitted images. Although a specific cause for the observed outflow graft distortion could not be conclusively determined through this evaluation, the distortion could have contributed to the reported low flow alarms, which were confirmed through the review of the submitted log files. The controller event log file contained data from 01:10:17 through 06:01:47 on (B)(6) 2020, per the timestamps. Persistent low flow fault flags were captured throughout the file due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm. These faults resulted in 21 low flow hazard alarms, lasting from 1 second to longer than 3 hours. The observed low flow events appeared to be associated with slightly elevated pulsatility index (pi) values ranging from 8.6-10.1 and estimated flow was captured at values as low as 0.9 lpm. Despite the observed alarms, the pump appeared to function as intended. The patient was taken to the operating room (or) for an ofg revision on (B)(6) 2020. Preoperative ventricular assist device (vad) flows were noted to be approximately 2.5 lpm at 5500 rpm. The doctor opened the chest via sternotomy and initiated cardiopulmonary bypass (cpb). After exposing the graft, the doctor noted an ofg twist under the bend relief. The graft was untwisted and the ofg clip was applied. A submitted photograph, taken during the surgery, confirmed a clockwise twist under the distal end of the bend relief. The obstruction of the blood flow path in the outflow graft as a result of the observed twist could have resulted in the decrease in flow observed in the submitted log files. Following the procedure, vad flows jumped to approximately 5.0 lpm at 5500 rpm and the low flow alarms reportedly resolved. The patient remained ongoing on vad support with a status increase for device malfunction. On (B)(6) 2020, the patient ultimately received a heart transplant. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also outlines the steps required to attach the outflow graft clip. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Furthermore, the IFU patient handbook outline all system alarms and how to respond to each alarm condition. The patient handbook also states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2018. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains that prior to implantation, the bend relief should be removed to allow for visual inspection of the graft. Following the inspection, the IFU instructs the user to place the bend relief over the graft, with the metal end sliding toward the screw ring; however, the bend relief should remain disengaged for the de-airing procedure. Section 5, under "attaching the sealed outflow graft to the aorta", instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length before anastomosing the graft to the ascending aorta. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", explains that when de-airing is complete, the user should slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft which may lead to serious adverse events such as low left ventricular assist device (lvad) flow and/or bleeding. This section also cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." The hm 3 lvas IFU was released following the implementation of CAPA. Section 5 of the IFU, under ¿postimplant considerations¿, provides instructions for installation of the outflow graft clip. This section also warns the user to attach the outflow graft clip to prevent post-operative outflow graft twisting, as outflow graft twisting may lead to serious adverse events such as graft occlusion, thrombosis, and/or death. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms as well as the recommended actions associated with each alarm condition. Additionally, the patient handbook instructs the user to call their hospital contact immediately for diagnosis and instructions in the event of a low flow hazard alarm. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient had developed a headache on the evening of (B)(6) 2020 and took tylenol with partial relief. The patient experienced a headache again on the morning of (B)(6) 2020 with a newly noted low flow alarm at approximately 8:30 am. The patient again took tylenol, but by the afternoon/evening, the patient was having frequent low flow alarms and called the left ventricular assist device (lvad) coordinator.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to persistent low flow alarms and headaches. The patient took tylenol but the headache persisted. The site suspected a outflow graft twist due to cta and ramp study findings. On (B)(6) 2020, a outflow graft revision was preformed. Upon visualization of the graft a twist under the bend relief was seen. The graft was untwisted and a outflow graft clip was applied. After the revision, vad flows returned to 5500 rpm. Log file analysis noted no external power events due to double power cable disconnect, and multiple low speed advisories. No further information was reported.